Event description:
Just received an email from philips stating that I needed to contact my dme in order to get recalled CPAP machine replaced. This is almost a year after I've already registered it with philips. Now they want me to contact my dme so they (the dme) can register it, philips will ship it to the dme, and then the dme ships it to me. (All so philips can avoid a phone call from the consumer to program it with their settings.)this is getting ridiculous. In the meantime I'm using a faulty CPAP because I can't sleep without it. FDA safety report ID # (B)(4).